Event description:
It was reported that the left ventricular (lv) lead failed to capture. The lv lead was reprogrammed off, but remains implanted. It was noted that the patient is part of the system longevity clinical study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.